Event description:
During transseptal puncture the introducer was skived. The needle and sheath prepped in the normal fashion with no reshaping of the sheath or needle. The needle was advanced up the dilator with a stylet and allowed to rotate freely. Puncture was then performed, the needle was withdrawn and the sheath was aspirated which produced a small plastic shaving. The procedure was completed successfully without patient any complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving could not be conclusively determined.